Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, eccentric and 20mm long de novo target lesion was located in the severely calcified and moderately tortuous common iliac artery with a reference vessel diameter of 7.0mm. Predilation was performed with a 4mm sterling balloon. A 7.0mmx20mmx75cm express-vascular stent delivery system was advanced but during its first attempt, it was unable to cross the lesion and the stent dislodged from the balloon. The catheter, guidewire, sheath and the dislodged stent were removed together as one unit and the procedure was completed with a different device. No patient complications were reported as a result of the stent dislodgement and the patient's status is good. This product is only ous approved, but it is similar to an approved united states device.